Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility field service technician (fst) was called onsite by a user facility to repair a 2008t machine blows the fuse during heat disinfect. The fuses experienced a black burn mark and was charred. There are no photos of the event. Upon follow up, the fst confirmed the reported event, stating the machine was pulled from the treatment floor due to continuous fuses blowing during heat disinfect. During heat disinfect, the fuses would blow, leaving expected burn damage per the fuse design. There were no other issues or defects with the fuses. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The cause of the blown fuses in heat disinfect was due to a faulty power supply. The fst replaced the power supply to resolve the issue. The machine has completed functional checks and has returned to service. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, there was no damage observed on any other components, or any other additional issues, associated with the reported event. The current machine hours was unknown. The fst confirmed that the machine has not had any past problems with failing the electrical leakage test. The fst confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the affected power supply is available for return to the manufacturer for physical evaluation.

Event description:
A user facility field service technician (fst) was called onsite by a user facility to repair a 2008t machine blows the fuse during heat disinfect. The fuses experienced a black burn mark and was charred. There are no photos of the event. Upon follow up, the fst confirmed the reported event, stating the machine was pulled from the treatment floor due to continuous fuses blowing during heat disinfect. During heat disinfect, the fuses would blow, leaving expected burn damage per the fuse design. There were no other issues or defects with the fuses. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The cause of the blown fuses in heat disinfect was due to a faulty power supply. The fst replaced the power supply to resolve the issue. The machine has completed functional checks and has returned to service. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, there was no damage observed on any other components, or any other additional issues, associated with the reported event. The current machine hours was unknown. The fst confirmed that the machine has not had any past problems with failing the electrical leakage test. The fst confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the affected power supply is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, an on-site evaluation was performed by a fresenius field service technician (fst). The cause of the blown fuses in heat disinfect was due to a faulty power supply. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.